Event description:
(B)(4). Rfid pouches fell out of 2 sponges but recovered, appear to have sewn lines but no thread. No pts were harmed.

Manufacturer narrative:
(B)(4). Clearcount has investigated this incident in conjunction with (B)(4). The facility reported that during an orthopedic procedure, two rfid tag pouches fell out of the sponges. The samples were returned for eval. The gauze sample was unfolded and wadded up. The account stated that they were unfolding the gauze, which we caution against. The gauze sample was heavily soiled, but the two rfid tag pouches were not at all soiled. We have no details pertaining to the pt. We have no reports of injury or need for medical/surgical intervention. We have no trend for this issue with this device. At a mfg level, this device is 100% inspected for the rfid tag pouches being sewn in. The tag pouches did have sewing machine holes in them, however the chance of the sewing machine running out of thread and the operator not noticing is very low due to the large size of the spools and also the 100% inspections. We believe this incident was caused by customer misuse via them unfolding the gauze and potentially removing the rfid tag pouches themselves. At this time no corrective action is being taken. The issue will be monitored for trending. This medwatch is being filed in response to the medwatch filed by the facility.